Manufacturer narrative:
Investigation included review of user-reported event details, serial number verification, photo confirmation of physical damage, and logistical coordination for device exchange. Investigation of this case revealed physical damage to the display consistent with accidental impact. It was concluded that the event was due to user-induced accidental damage, not a device malfunction.

Event description:
It was reported that the ilet¿s screen was cracked after the device was dropped, resulting in an unresponsive display and difficulty using the device; blood glucose was reportedly unaffected, and there was no injury. Symptoms included no adverse clinical effects. Outcomes included interruption of normal device use with the user reverting to an alternative insulin therapy.